Event description:
Correction: patient age: 16 years. The sample was returend for evaluation to manufacturer on 03/18/2024.

Manufacturer narrative:
Investigation : visual inspection: during the investigation, no significant deformations or damage of the valve was determined . Blood and organic deposits were visible in the connected sprung reservoir. Permeability test: a permeability test has shown that the valve and the reservoir are permeable. During the permeability test bloody liquid was flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, deposits were found in progav 2.0. Result : based on our investigation results, we can determine deposits and blood in the reservoir. Both had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. We can exclude a defect at the time of release. The system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 with sprung reservoir (#fx349t) was implanted during a procedure performed on (B)(6) 2023, but there was no improvement in the symptoms of hydrocephalus. According to the complainant, the shunt system caused an underdrainage. The reservoir was pumped, but the reservoir was not refilled and was blocked on the ventricular side. The patient underwent a revision procedure.the ventricular catheter was found to have a hematoma stuck in its reservoir. (The ventricular catheter is a product of another company). The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 150 cm. Weight: 45 kg. Gender: female.